Event description:
It had also been reported the device was in safe state following the reset. The critical alarm was ringing every five minutes even if it was programmed every hour. The replacement had not yet been planned. It was again reported the patient didn¿t show particular symptoms ¿probably¿ because he also took oral baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a critical alarm was heard. Interrogation of the pump was to be performed on the report date in order to read the pump logs to see the reason of the alarm. No patient symptoms were reported and the patient was alive without injury. The device system was used to deliver baclofen. It was later reported that the pump was found to be in low battery reset upon interrogation. The health care provider (hcp) decided not to explant the pump immediately but to wait a few months in order to understand in the patient still needed intrathecal baclofen. It was reported ¿if this is the case they will replace the pump or if oral baclofen could be enough if this is the case they will explant the device without replacing it because he didn¿t show increased spasticity or withdrawal symptoms with intrathecal baclofen delivery interruption¿. The hcp had tried to silence the alarms without success during the programming session on the report date and for that reason the pump was permanently turned off on 2013-(B)(6). The date of explant/replacement hadn¿t been defined yet but it was noted it could be in (B)(6) of 2013.

Manufacturer narrative:
Analysis of the pump found a feedthru anomaly with the motor, shorting across insulator.

Event description:
Additional information received reported the pump was replaced. The explanted device was to be returned. No further information was reported.